Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient stated they have been feeling shaky all over their body and they want to try turning stimulation down to see if that helps. Pt states this has been going on, "I'd say 2 months." Pt states normally the feeling goes away later in the day but today it hasn't subsided. Pt states they met with their doctor, their pcp, and they thought it could be a new medication they were taking but pt still wants to rule out the stimulator. Pt services walked pt through how to turn stim off altogether to see if shaking subsides. Pt will monitor symptoms and will report back to their doctor. Additional information was received from the patient. They reported feeling an uncomfortable annoying quivering all over their body. They chose the option to turn stim off to evaluate if the quivering would resolve and it did, it was not completely gone but it was much better. Pt said they were calling today because they thought gemtessa improved their getting up 10-12 times a night but maybe their device helped more than they thought. Pt said they wanted to turn stimulation back on but to a lower number and asked if medtronic knew what they had been on in the past. Pt said they thought they accidentally changed their program, what they thought they had been on was different than they thought and recalled in the past using a different program. Pt reviewed when they started working with the doctor and changing their programs they noticed stim more in their bowel region then finally got it to where they felt it in their bladder and stayed on that for over a year and it was more effective than they thought so they wanted to try that program again. Agent worked with pt and their equipment and they were successful to activate their preference and increase confirming comfortable stim in their bike seat region. Patient will maintain stimulation level and will continue to track symptoms. Patient was redirected to their doctor if the issue persists. Additional information was received from the patient (pt). They thought, for 3 years, ever since they had sepsis twice on (B)(6) 2023 and had an MRI, they noticed a bothersome feeling of trembling all over and in their jaw. Pt said they could not see in their hand or head but pt felt it and they felt it the most when standing, sometimes sitting but not when lying in bed. They had looked on the internet and doctors don't do anything about it until you can see the trembling. Pt said they couldn't increase stimulation any farther because the trembling feels worse if they do. Patient services reviewed the option to change programs and pt said they had tried all of their other programs but they don't help. Patient services redirected to the healthcare provider (hcp). Pt said they have worked with the nurse practitioner but are unsure if they have informed them about the trembling feeling. Patient services redirect to doctor. Pt also mentioned they think sepsis was not related to their stimulator they don't know how they got sepsis.